Event description:
The pump was returned for investigation. Investigation revealed a discolored display and a crack in the casing. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a crack along the battery compartment extending from the threads to the case seal. The pump booted to the verify screen with dim pink contrast. The pump¿s black box confirmed that the time and date had reset to default settings following a battery change on (B)(6) 2013 but patient then set time/date incorrectly after powering the pump on. The pump¿s battery was removed for 6 hours and the time and date settings reset. The pump was open to investigate and the internal clock component was found to be leaking and unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).